Manufacturer narrative:
A third party service agent evaluated the customer's device and was able to duplicate the reported issue. The cause of the reported issue was isolated to a failure of the power adapter output cable. Replacement of this accessory cable was recommended. Proper device operation was subsequently observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device does not power on, and its auxiliary power indicator was flashing. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.